Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Needle detached from suture no reported adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided if other, describe general information by purchasing manager, was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned to eth for evaluation. Visual inspection revealed that one open box with fifteen (15) unopened samples was received for analysis. Product code. As per the sampling plan, a visual inspection was performed on thirteen samples, and the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.